Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customers blood glucose level was 6.4mmol/l at the time of incident. Customer reported that the audio test was performed and it failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement and self tests. All audio tones were heard during the self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies were noted. No pump error 63 was noted during the self test or in the pump history files.